Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, rewind and self test. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working and buttons were not responding. Customer¿s blood glucose was 89mg/dl. Customer stated that time does not advances during the issue. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.